Manufacturer narrative:
Sixteen opened slit knives taped to tyvek labels were received for the report of dull knives, the returned samples were visually inspected and were found non-conforming with damaged tips and/or damaged cutting edges. Penetration testing could not be performed due to the damage of the samples. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The photos provided by the customer were reviewed by the manufacturing site. The three photos are of nine knives taped to tyvek labels, the reported product information was confirmed and lot information for this qs file was not confirmed. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of dull blade. The exact root cause for the damaged knife samples is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tips and/or cutting edges exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been received at manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is seventh of eight reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that multiple ophthalmic knives were blunt during separate cataract surgeries. The surgeries were completed by using a back up knife without harm to any patient.